Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a photo was received from the surgeon showing that the trochanteric fixation nail-advanced (tfna) helical blade had penetrated the bone head. Originally, on (B)(6) 2018, an open reduction internal fixation with tfna system was implanted for a femoral trochanteric fracture. On (B)(6) 2018, the surgeon was informed that the helical blade penetrated the bone head and acetabular cartridge. The helical blade reached the abdominal cavity. There is a possibility that the helical blade damaged an organ but, the possibility is low. The patient is in the hospital under stable condition. Bipolar hip arthroplasty was scheduled for (B)(6) 2018. Procedure and patient outcome are unknown. Concomitant devices reported: tfna nail l200mm (part #: 04.037.043s, lot #: h612011, quantity: 1) and locking screw (part #: 04.005.524s, lot #: l802548, quantity: 1). This report is for one (1) tfna helical blade l80. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Visual inspection: visual inspection shows signs of the wear and tear, indications of the implant being implanted and being explanted. No issues were noted with the device that would inhibit the functionality of the device. Functional test: a functional test was performed with the returned tfna nail (product code: 04.037.043s lot #: h612011) and the helical blade was able to be locked in place and no movement was able to be observed. The complaint was not able to be replicated therefore the complaint does not agree with complaint condition. Dimensional inspection: no design or manufacturing defect or deficiency was observed during the investigation. A device history review, was performed for the returned instrument¿s lot number, and no ncrs, no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: no definitive root cause was able to be determined as circumstances surrounding the event are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 04.038.280s lot number: h645617 date of manufacture: 08 june 2018 place of manufacture: (B)(4) part expiration date: 01 may 2028 nonconformance noted: n/a a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 80mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.